Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The following alarms were noted in the event log: system error (se) 1026, drain not finished alarm, check final line alarm, check lines and bags (clb) alarm, low drain volume (ldv) alarm, check patient line (cpl) alarm, and refill not finished alarm. A visual inspection was performed. Functional testing including a simulated therapy was performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was identified as a system error (se) 1026, since this alarm occurred twice on the last day of attempted therapy before the device was returned, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown fault. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with the event. No additional information is available.